Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100812152. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the distal end of the left cylinder of an inflatable penile prosthesis (ipp) had migrated out of the corporotomy to the scrotum. Upon explantation, it was found that the outer silicone layer had ruptured. As a result, the entire device was removed and replaced. No patient complications were reported.